Event description:
It was reported that during a lobectomy procedure, the surgeon had been using the echelon throughout the case but when it came to the final firing, the device seemed to make an unusual noise when closing the handle and then proceeded to partially fire but stapled without the knife blade cutting the tissue. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/02/2025 d4: batch # 320d33. Additional information was requested, and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? Yes if yes, was the staple line complete? No did the device cut? If yes, was the cut line complete? No if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? N/a was there any difficulty opening the device? No if yes, how was the device removed from the patient? N/a if yes, did the jaws eventually open? N/a is the current patient status known? All ok with patient was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed the knife wings were broken off. The wings of the knife was not returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 320d33, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.